Event description:
Information received from the field notes that the device was found in back-up code a. The device was reprogrammed to ddd mode and capture thresholds were adequate. At a subsequent follow-up, interrogation found the device in ddd mode. Programming was accepted, but multiple attempts to obtain measured data were unsuccessful. There was no evidence of atrial sensing. The patient was pacemaker dependent with no underlying sinus rhythm.